Manufacturer narrative:
Concomitant medical product : c4tr01 ipg, implanted (B)(6) 2014. Product event summary : the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to the patient receiving a heart transplant, and subsequently tested out of specification. No patient complications have been reported as a result of this event.